Manufacturer narrative:
The information available points out a possible allergic reaction to the lidocaine of the product. Allergic reactions are well known and described adverse reactions linked to hyaluronic acid based dermal filler injections. Those reactions are linked to the presence of the dermal filler, which may be considered as a foreign body by the patients organism (see below for bibliography). Adequate treatment with antihistamines usually induces a complete resolution without sequelae. Additionally, the risk of allergic reactions is mentioned in the instructions for use of the products, and known hypersensitivity to hyaluronic acid , with an history of severe allergy or anaphylactic shock, constitutes a contra-indication to the use of our products. Bibliography: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971 kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
The following event happened outside of the u.s., in (B)(6). According to the received information, immediately after the injection of teosyal rha4 in the cheeks area, the patient experienced a reaction with the lidocaine present in the product. Information obtained during the investigation of the complaint identified what seems to be an allergic reaction to the lidocaine present in the product. The symptoms includes shaking, feint reaction, decrease of the blood pressure and of the heart frequency (described as "below 63bpm"), and a vasovagal reaction. Reaction in the pupils area is also mentioned. Patient was hospitalized and discharged within 15hrs of arriving at the hospital. The patient was immediately treated with antihistamines. According to the last received information, the reaction was fully resolved.